Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, g2.

Event description:
Patient reported left side capsular contracture baker grade unknown, "fluid," "breasts became larger and painful," and "recall." Healthcare professional later reported capsular contracture baker grade iii, "liquid," and "radial folds." Treatment: analgesic medication. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma-late.

Event description:
Patient reported left side contracture (baker grade unknown), "fluid", "breasts became larger and painful" and "recall". Treatment: analgesic medication. Device remains implanted.